Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements, high capture thresholds, and loss of capture on the right atrial (ra) lead. No asystole was noted. Subsequently, a revision procedure was performed, and the ra lead and the crt-d were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 155 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. The analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements, high capture thresholds, and loss of capture on the right atrial (ra) lead. No asystole was noted. Subsequently, a revision procedure was performed, and the ra lead and the crt-d were explanted and replaced. No additional adverse patient effects were reported.